Event description:
(B)(4). Replaced on order number (B)(4). The provider states the joystick keeps displaying set date and time, will not hold programming. The chair is with the consumer and there isn't any additional information available per provider. (B)(4).